Event description:
Customer's parent reported that four tandem mobi cartridges malfunctioned, as insulin was being pulled back into the vial instead of entering the cartridge. There was no adverse impact to the customer's blood glucose level. They requested replacements, and no additional information was received regarding the outcome of the event.